Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro, they noticed something strange in the tunnel. When they pulled the cannula from the leg, they saw that one of the struts of the c-ring was no longer within the cannula but was along the outside instead. The strut came out of the tunnel with the device, it never detached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The DHR for the reported failure "break" was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed. The DHR for the reported failure "break" is attached for review. The device was returned to the factory for investigation. Signs of clinical use was observed. There were signs of blood detected on the mouth of the cannula, the c-ring and the bisector. There was light charred tissue also detected on the bisector. The scope wash tube was observed to have been pulled out of the cannula, and left exposed prior to the device being returned to the factory. Based on the returned condition of the device, the reported failure "break" is not confirmed, however the analyzed failure "detachment of device or device component" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro, they noticed something strange in the tunnel. When they pulled the cannula from the leg, they saw that one of the struts of the c-ring was no longer within the cannula but was along the outside instead. The strut came out of the tunnel with the device, it never detached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.